Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They further instruct users to return any damaged components to heartware. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that he/she experienced four incidents in the past month where they heard a continuous tone lasting 1-2 seconds that emanated from their primary controller. The patient stated that the sound occurs at random and is not associated with any specific activity or position changes (sitting/standing/lying). Moreover, the patient alleges that there was no alarm displayed on their controller at the time of the incidents and that the sounds resolve themselves. From what the patient can remember, he/she was connected to the ac adapter and one battery during the occurrence of the sounds. The patient also claims that they did not experience physical symptoms during the sounds. The controller was not exchanged as it was retained by the patient. There were no reported patient impact or consequences related to this event.

Manufacturer narrative:
Product event summary # the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 and power port 2 connector. This is an additional observation not related to the reported event. Based on an investigation conducted under the supplier investigation, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Log file analysis revealed that the controller, (B)(4), did not contain the smr software. No alarms were logged near the reported event. Analysis of the data log files revealed several premature power switching events due to communication errors and/or momentary disconnections involving multiple batteries. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the power switching events can be attributed to communication errors and/or momentary disconnections. However, the reported "continuous tone" could be most likely attributed to momentary disconnections between the controller and the batteries. An internal investigation was initiated to capture events involving the communication errors on non-smr controllers. An internal investigation was initiated to capture events involving the momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They further instruct users to return any damaged components to heartware. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. It was reported a continuous tone lasting 1-2 seconds. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed several premature power switching events that were due to momentary disconnections and/or communication errors between the controller and the battery. Momentary disconnections will result in an audible tone. No alarms were logged near the reported event. The most likely root cause of the power switching can be attributed to momentary disconnections and/ or communication errors. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Heartware has opened an internal investigation to address communication errors. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.